Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump, and when reloading the same cartridge did not resolve the issue, they guided the caller through filling and loading a new cartridge using the correct technique. Successfully loading a second cartridge onto the pump resolved the issue, allowing the caller to resume insulin delivery.